Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through psr on 10/19/2015 and 04/18/2016. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. Device evaluation: visual analysis of the returned device identified white particles on shell and bubbles/voids in the gel observed after autoclave disinfection process. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed and identified no device failure. Based on the device analysis the final assessment was the device was intact and functional.

Event description:
Explanting physician reports: double capsule and capsular contracture baker grade 3 of right device. Device explanted.